Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a ventilator service required an error code related to a display issue. There was no reported patient involvement. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The technician recommended replacing the device's circuit board to address the issue. The device was scrapped. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a ventilator service required an error code related to a display issue. There was no reported patient involvement. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The technician recommended replacing the device's circuit board to address the issue. The device was scrapped. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. It was inadvertently reported that the event occurred on (B)(6) 2025 rather than (B)(6) 2025. Due to a technical miscommunication between platforms, the become aware date has been changed to reflect the correct date.